Event description:
On (B)(6) 2012, patient reported the infusion device display is missing segments in the areas indicating the insulin delivery amount, date, and time. The correct type of battery is used in the infusion device. She inserted a new battery, but this did not resolve the issue. The infusion device was not dropped. The infusion device was requested for evaluation. No physiological effects were reported, and she did not require treatment from a health care professional or second party to address the issue.